Event description:
It was reported that the patient experienced pain in scrotum at the pump location with this inflatable penile prosthesis (ipp). The device did not contribute to the patient's pain. The patient underwent a surgical procedure to perform a washout, and the pump was removed and replaced. There were no device issues and no further patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that the patient experienced pain in scrotum at the pump location with this inflatable penile prosthesis (ipp). The patient underwent a surgical procedure to perform a washout, and the pump was removed and replaced. There were no device issues and no further patient complications reported.